Manufacturer narrative:
Patient codes: 3191 - recurrence, 3189 - surgical intervention. It was reported that the patient underwent a mesh removal with new implant on (B)(6) 2015 due to lysis of adhesions and recurrence.

Manufacturer narrative:
Patient codes: 3191 - blood in the stool, bulging, 2240, 1685, 2061, 1994, 1970, 2415. Additional information: date of report,MFR name, city & state,device identification,MFR site,report source,date received by MFR. Additional description of event or problem narrative: it was reported that following the procedure patient experienced recurrent ventral hernia, abdominal pain, scarring, pain, nausea, numbness, blood in the stool and bulging. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.